Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is patient non-compliance with the post-op protocol. Product directions for use states: post-operatively, until healing is complete, the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet received.

Event description:
It was reported that this part was removed during this second revision on (B)(6) 2014. It was reported that during the second follow-up visit on (B)(6) 2014 after the first revision of (B)(6) 2013, the patient claimed a feeling of subluxation and then further investigation confirmed a re-occurred instability of the cmc joint.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. Complaint confirmed. The evaluation revealed that the sutures on the returned device are frayed and broken. No sharp edges or burrs were observed on the returned buttons. This type of event is most likely caused by nicking the suture with another instrument, and/or fraying from sharp edges of the bone tunnel and/or patient post-op non-compliance. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.